Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will under go detailed analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during an implant procedure, this device was connected to the implanted lead and the screws were tightened. The physician pulled on the lead to test the connection of the device and lead. Upon pulling the lead it became loosened and separated from the device. The connection could not be tightly secured. Multiple attempts were made to reconnected the device and lead, however the same loose connection was found. The decision was made to implant a new device, while the lead remains implanted. The device was returned for analysis. No adverse patient effects were reported.

Event description:
--